Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that, while being used during a case, dermatome depth cut deeper (past the skin, all the way to the muscle) despite the depth gauge being checked prior to use. Surgeon believed that the depth control was loose causing increased vibration when dermatome was activated causing device to cut deeper than normal. Additional information received on (B)(6) 2016 stated that there was an extension in surgical time (more than 30 minutes) and the surgery was completed with an alternate device. The initial graft harvest was not able to be used and an additional unplanned graft harvest was required from the patient.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete. Initial qa inspection and functional testing: initial qa inspection: initial qa inspection of the air dermatome on (B)(6) 2016 revealed cosmetic damage to the hand piece including nicks and scratches. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade, serial number (B)(4), was flush with the control bar. The safety switch operated as intended. The device was tested under the stroboscope with the qa test hose and the motor operated within motor speed specifications. The device was then tested with the customer's hose and operated within motor speed specifications. The width plates showed some signs of over-tightening and nicks. Functional tests: repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, ¿o¿ ring, gears, calibrating shaft, eccentric shaft, width plates and hose. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per repair instructions.

Event description:
Additional information received on the jun 17, 2016 stating that the blade was properly placed and the dermacarrier was at the room temperature. The device was not repaired by someone other than zimmer biomet. The surgical technique for the product was utilized and the patient had other surgery previously, so the patient was considered thin (anatomy).

Manufacturer narrative:
Product complaint evaluation - investigation / results: initial product condition/visual examination: on may 20, 2016, it was reported that while being used in a case, the dermatome depth cut deeper despite the depth gauge being checked prior to use. The surgeon believed that the depth control was loose causing increased vibration when the dermatome was activated causing the device to cut deeper than normal. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose, screwdriver and 1¿/2¿/3¿/4¿ width plates for evaluation. Initial quality assurance inspection of the air dermatome on 5/20/2016 revealed that the width plates were worn and the depth bar was loose.

Manufacturer narrative:
This report is being amended to reflect changes. The customer's reported event of a deeper than desired cut was confirmed as the thickness control lever was found to be loose during the initial evaluation. The account speculated that the natural vibrations of the procedure caused the loose thickness control to allow the device to cut thicker than intended. The root cause of the loose thickness control lever cannot be specifically determined, however the device was not repaired at least since (B)(6) 2011. Therefore the most likely cause was a lack of preventative maintenance on the unit. Per the instructions for use, devices of this nature should have preventative maintenance performed on an annual basis.